Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for: urinary/bowel dysfunction and fecal incontinence. It was reported by patient friend/family member that patient left out of the country to venezuela on (B)(6) 2025 and patient had return of symptoms. Prior patient was very happy with the device and it help tremendously. Prior to device patient couldn't go a day without pooping themself. Patient tried to increase the amplitude. They were at 1.7 and wanted to go to 1.8 but they got a message that they reached maximum settings; therapy can't be increased. Patient could decrease settings but not increase. Patient is at 0.3 and can't go any higher. Patient is very depressed. They tried to contact the manufacturer representative (rep) by calling and texting but got no response. Patient has not had any falls or accidents. Suggested patient try other programs. Patient had tried program 1 and 2 but got same issue. Suggested patient try the other programs available. Also suggested trying to increase stimulation while in a different position. Sent email to rep and requested they contact patient through whatsapp. Reviewed with caller that patient will need to be seen by healthcare professional (hcp) to reprogram. Patient will not be back in the united states until (B)(6).

Manufacturer narrative:
G2: country venezuela. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.